Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. \ approximate age of device ¿ 1 year, 9 months. The event occurred at (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a heartmate ii left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient was admitted to the hospital on (B)(6) 2016 due to several low flow alarms sounding from the system controller. The patient's lactate dehydrogenase (ldh) level was 16.38 ukat/l, pro b-type natriuretic protein (pro-bnp) was 4662 ng/l and the inr was 2.64. The patient was reportedly doing well without any hemodynamic adverse effects. The patient was started on heparin and inotropic support. A CT scan revealed no differences compared to a CT scan that was done in (B)(6) 2016, except for a new left pleural effusion. The outflow graft did not show any obstruction. The inflow cannula position also had not changed compared to the previous CT scan in (B)(6) 2016. An echocardiogram ramp test showed that the aortic valve was opening with every heart beat and the left ventricle was not unloading as the dimensions stayed the same throughout the test. The low flow alarms reportedly appeared frequently. By (B)(6) 2016, the patient's inr had remained in a therapeutic range and inotropic support was reduced. On (B)(6) 2016, the patient's ldh was 7.37 ukat/l, the pro-bnp was 517ng/l and the inr was 1.32. The patient is reportedly now doing fine and will be discharged and frequently monitored. No additional information was provided.

Manufacturer narrative:
The analysis of the submitted system controller log file confirmed the report of constant low flow alarms. The submitted log file captured nearly constant low flow hazard alarms. The estimated flow rate varied between 2.3-2.6 lpm with an increase up to 3.8 lpm when the set speed was increased from 8600 rpm to 9400 rpm on (B)(6) 2016. The pump power varied from 3.5-4.3 watts. A specific cause for the low flow hazard alarms could not be conclusively determined through this evaluation. The hmii lvas instructions for use explains that physiological factors (patient conditions) that affect the filling of the pump will result in reduced pump flows as long as the condition persists. Pump flows are not restored to normal unless such conditions are treated. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains ongoing on lvad support. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.